Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient experienced new onset of right-sided heart failure symptoms including leg edema, weight gain, and dyspnea due to the right ventricular lead causing tricuspid regurgitation (tr) by its limiting the anterior and posterior tricuspid value leaflets' closing motion. The lead was repositioned, the tr was then more mild, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.